Manufacturer narrative:
This report is submitted on january 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use; reprogramming attempts were made, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Correction : the correct model # is ci422, not ci24re(ca), correct serial # of the device is (B)(4), not (B)(4) and the correct implant date is (B)(6) 2017, not (B)(6) 2014 as previously reported.